Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account and determined the foot tray was cracked. In the periodic inspection instructions for the sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom technical support provided the account with the part number for a new foot tray to order and install. Replacement of the foot tray will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the foot tray was cracked. The lift was located at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).